Event description:
Health professional reported right side capsular contracture,¿ baker grade unknown. Manufacturer of device is unknown. Device has been explanted.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture," baker grade unknown.

Event description:
Health professional reported right side capsular contracture,¿ baker grade unknown. Manufacturer of device is unknown. Device has been explanted.